Event description:
The biomedical engineer (bme) reported that the life scope monitor was in intermittent comm loss. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the life scope monitor was in intermittent comm loss. This had been happening throughout the previous week. He stated that the device was on wlan and was on one end of the floor where there were no other wlan devices nearby. He tried swapping the qi wireless pack with a working unit, but the issue persisted. Technical support (ts) gave him some troubleshooting steps to try. He called back later to let ts know that he narrowed the issue down to the power connector for the wireless pack on the bsm. No patient harm was reported. Investigation summary: the complaint device was returned to nk for evaluation and exchange. During the evaluation, there was no notable damage or evidence of fluid exposure present. During testing, the reported issue of intermittent communication loss could not be duplicated. The unit was tested in a wired state, as well as with a qi-420pa. Communication loss could not be induced by gently moving the qi power cable or lan cable. The unit passed all other basic functional tests. Per the evaluation of the device, this complaint was not confirmed. As such a root cause could not be determined. Nk will continue to monitor and trend. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: cns: model #: pu-621ra. Serial #: (B)(6). Device manufacturer data: 01/18/2016. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. D9 device available for evaluation?. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the life scope monitor was in intermittent comm loss. This had been happening throughout the previous week. He stated that the device was on wlan and was on one end of the floor where there were no other wlan devices nearby. He tried swapping the qi wireless pack with a working unit, but the issue persisted. Technical support (ts) gave him some troubleshooting steps to try. He called back later to let ts know that he narrowed the issue down to the power connector for the wireless pack on the bsm. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: cns: model #: pu-621ra, serial #: (B)(6), device manufacturer data: 01/18/2016, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the life scope monitor was in intermittent comm loss. No patient harm was reported.